Manufacturer narrative:
Additional/updated information was added to reflect the seat assembly being returned to the manufacturer for evaluation. The result of the evaluation was that no manufacturing defects were found with the seat. Since only the seat assembly was returned, it is unknown whether or not there was a problem assembling it to the frame of the chair, so the original complaint issue could not be confirmed.

Event description:
Seat sticks out 2 inches. Spoke with tech and it seems as if the specs are correct but the seat is not sitting properly on the frame. They are not matching up.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Seat sticks out 2 inches. Spoke with tech and it seems as if the specs are correct but the seat is not sitting properly on the frame. They are not matching up.